Manufacturer narrative:
The suspected event sample was not returned for evaluation; investigation cannot be performed. Lot history was reviewed. There were no discrepancies noted relevant to the indicated failure. The reported event was not confirmed. The root cause could not be determined.

Event description:
It was reported that the viap w 20g x 1 1/4 200/ca was involved in an event where a practitioner was initiating a 20g IV on a patient in the back of an ambulance while still on scene. Once the catheter was advanced into the vein, the needle reportedly failed to retract properly and lock into the safety casing. During attempts to manage the IV(intra-venous), the back plastic chamber on the IV casing became detached. As a result, blood reportedly sprayed several feet from the IV site and spilled onto the floor in front of the patient, who was seated in the airway chair. Leaking of blood from the via valve catheter exposed the patient and health care professional to the blood borne pathogens. There was patient involvement, and no harm.